Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 little plastic piece on hemopro was broken, just opened a new one for the patient.

Manufacturer narrative:
Complaint being cancelled, duplicate of mfg report number 2242352-2025-0000430.

Event description:
Complaint being cancelled, duplicate of mfg report number 2242352-2025-0000430.